Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device was running warmer than usual (heating up) and makes a loud noise. It was also noted that the electronic control unit contacts were damaged (burnt) and bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause determined to be due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the small battery device was not working properly. During an in-house engineering evaluation, it was observed that the device was running warmer than usual (heating up) and making a loud noise. It was also noted that the electronic control unit contacts were damaged (burnt) and bearings were worn. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly